Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-feb-2015 which refers to a non-pregnant (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted approximately 5 months ago ((B)(6) 2014) for sterilization. Physician reported that a patient with essure developed pelvic pain (date pain began, side and severity of pain unknown to reporter at this time) and states that she is having bilateral removal of the essure implants today ((B)(6) 2015). No further information is available at this time and a follow-up was requested. Follow-up information received 24-feb-2015. It was reported that essure was placed on (B)(6) 2014 and removed on (B)(6) 2015 (case upgraded to incident). Ptc investigation result was received on 02-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 02-mar-2015. Essure lot number was c06466 with expiration date 31-dec-2016. Ptc investigation result was received on 12-mar-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c06466 (production date 16-dec-2013 and expiration date 31-dec-2016) was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. 3 further ae case reports have been received to date with the referred batch, but none of the cases refer also to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain. This event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore causality between the reported event and the suspect insert cannot be excluded. This case, initially regarded as non-incident, was upgraded to incident since essure removal (surgical intervention implied) was reported during follow-up with reporter. According to product technical complaint analysis, a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. However, since no product returned it was not possible to confirm any quality defect or device malfunction at this time. Also, (B)(4) further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse type of event. No batch signal could be identified. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 25-aug-2015: essure health care provider general questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, problems or procedures nor medical history or concurrent condition; had essure (lot number c06466, expiration date 31-dec-2016 and model number ess305) inserted. Patient was 6 weeks postpartum at the time of insertion. According to health care professional, sounding at 9 cm was done during procedure. In addition, physician informed that the visualization of the tubal ostium, as well as the insertion, was easy. There was no fluid loss more than 1500cc during hysteroscopy and the procedure did not take more than 20 minutes. On (B)(6) 2014, hysterosalpingogram was performed and showed left side occluded and spilling on right side. On (B)(6) 2015, salpingectomy was done and essure devices were removed via laparoscopy (removal was medically necessary). Essure device removal method: laparoscopy. No perforation occurred and physician informed that no related diagnostic test was performed. The pathology results did not show signs of infection or inflammation and no hospitalization occurred. Pathology results had no abnormalities and no other related diagnostic tests were done. Patient's pain went away after essure removal and her pain recovered after surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain. This event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore causality between the reported event and the suspect insert cannot be excluded. This case, initially regarded as non-incident, was upgraded to incident since essure removal by laparoscopy(surgical intervention required) was reported during follow-up with reporter. According to product technical complaint analysis, a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. However, since no product returned it was not possible to confirm any quality defect or device malfunction at this time. Also, (B)(4) further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse type of event. No batch signal could be identified. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit.